Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: (B)(4) 2018. Evaluation summary: the actual sample was returned for evaluation. During the visual inspection of sample, the swage and attachment area were as expected. Several marks on the body were observed. The suture was examined and present body fluids along of strand, also the end was noted cut that appears to be by the use of a surgical instrument. In addition, a functional test was performed on the sample using a instron and the tensile force met the requirements. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition of the received needle-suture, the assignable cause suggests an improper handling of the sample.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and a barbed suture was used for skin closure. During the procedure, the suture snapped unexpectedly. The broken suture was tied off, and another suture was used to complete the patient's wound closure. There were no adverse patient consequences. No additional information was provided.